Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black check valve popped out from the inflation valve. A replacement btt from an assessory kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).